Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was on thursday the patient got out of anesthesia and since then they have been in bed because their back hurts so much. Patient stated that it feels like they are getting shocks but could be wrong for they were in a lot of pain. Pt said it was a lot worse than anything they had. Pt wanted to know if their ins was turned on, pt verified they did not have their follow up appointment yet. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back stated they need an adjustment. Patient stated they are not getting stimulation in the back and the stimulation is not going past their knee. Patient stated they have discomfort under the rib. Agent try to assist patient with adjusting the stimulation and patient refuse. Controller showed ins 80%, controller 100% and on group a with 4 programs. Agent reviewed reps role and recommend patient consult with hcp ofc.